Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fph in (B)(4) for evaluation. It was pressure tested, visually inspected, and immersed in a water bath to test for leaks. Results: the pressure test result was out of specification due to leakage coming from the elbow connector. This was confirmed when the subject breathing circuit was immersed in the water bath. Visual inspection revealed that there was not enough glue present in the elbow connector, causing the reported leak. A lot check could not be carried out as no lot date was provided. Conclusion: all breathing circuits are visually inspected and pressure tested before releasing for distribution, and those that fail are rejected. The observed leak was caused by insufficient glue being injected into the elbow connector such that it did not form a permanent seal after release for distribution. The user instructions supplied with adult evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." Hospital staff correctly checked the breathing circuit before patient use which is in line with our user instructions.